Event description:
Information received by medtronic indicated that the insulin pump had received battery failed alarm. Customer stated that they was able to clear the alarm and received request to rewind but they was unable to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.